Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain. On the same day, the patient was started on two different cephalosporin antibiotics (the names of which unknown) that were administered ip to treat peritonitis. Per the patient, once the causative organism was identified, one of the cephalosporin antibiotic was discontinued and the other cephalosporin was continued. At the time of this report, the patient was recovered from peritonitis. Additional information was not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h14d17026 and h14c27019. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3.